Event description:
It was reported that a malfunction alarm occurred on the pump, with no events occurred prior to the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. The customer had not addressed the elevated BG at the time of report, and did not require assistance from a third-party. Technical Support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS_17.4.